Event description:
Reporter alleged the active blood glucose monitoring system generated a result prior to the test strip being dosed with blood or control solution. Customer stated the meter generated a result of lo when the strip was inserted, however, there was not yet any blood or control solution applied to the strip. The location of the testing was not provided. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.